Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one month post implant, high capture threshold and exit block were observed.